Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to hear threshold suspend when asleep. Customer also inquired on silencing alerts and alarms while at work. Customer stated that threshold suspend was set at 60 mg/dl. Customer reported that her blood glucose went down to 38 mg/dl and had to be woken up by son and given milk to treat. Customer received assistance on what to do when threshold suspend goes off while asleep and how to control alarm volume while at work.